Manufacturer narrative:
Both materials suspected to be the reason for this failed implant treatment are not manufactured by dentsply. However, as the info available does not completely exclude a possible influence from the implant or implantation procedure, this event meets the criteria for reportability per 21 cfr part 803. Per asr exemption (B)(4), events which are considered unique or uncommon are not covered by the asr exemption. Therefore, this event will be reported as n individual MDR. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a clinician reported that they removed an osseospeed tx implant from a patient 20 months after insertion, due to pain possibly caused by an infection. The implant was placed in (B)(6) 2012 and explanted in (B)(6) 2014. Three months before implantation, an augmentation was conducted to generate enough bone for the dental implant. In consequence of this first surgery (augmentation), significant reactions such as pain and swelling were noticed by the dentist. It can be assumed that the symptoms caused by the augmentation and/or the augmentation materials wore off before implant surgery. Nevertheless, 20 months after implantation dentist had to remove the implant "due to a possible allergy to graft material or local anesthetics" as stated in the implant treatment record.